Event description:
Reportedly, this device was explanted due to endocarditis. Upon explant, surgeon observed vegetation and annulus abscess. Unknown model however, it appears to be a 2500 or a 2500p.

Manufacturer narrative:
Device not yet evaluated.